Event description:
Patient allegedly received an implant on (B)(6) 2014 via the right internal jugular due to bilateral deep venous thrombosis (dvt). Patient is alleging vena cava perforation with organ abutment. Patient further alleges anxiety, fear, physical limitations. Implant report: "the filter was advanced through the sheath, positioned in the infrarenal position and deployed. Upon completion of deployment, the filter was noted to be tilted with the hook angled toward the left renal vein and the distal long prongs not fully opened." "A vena cavogram was performed again, which revealed appropriate infrarenal, intracaval location of the filter. Next, a snare was advanced. Attempts were made to grasp the hook in order to recapture the filter and redeploy in a less-angled position. However, given the acute angle of the filter, we were unable to grasp the hook with the snare. An 8 x 40 mm balloon was carefully advanced over a wire along the side of the filter and inflated in an attempt to nudge the filter and change the angle of the hook. However, it was not successful. At this point, given the appropriate infrarenal location of the filter and the protection that it would provide from thromboembolic event, the decision was made to pull the sheath, hold pressure and return the patient to the ICU.

Manufacturer narrative:
G4 (510k): k171712. Additional information: investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: vena cava (vc) perforation, organ abutment, tilt, anxiety, fear, physical limitation. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported anxiety, fear, and physical limitations are directly related to the filter and unable to identify a corresponding failure mode at this point in time. (B)(4) devices in lot. No relevant notes on work order for device. Two other complaints (B)(4), different issue, released prematurely and (B)(4), different issue, r-17017 ivc filter perforation) on lots. Product is manufactured and inspected according to current controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Catalog # is unknown but referred to as celect platinum. Occupation: non-healthcare professional. Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog number and lot number are unknown, however, the alleged celect platinum is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
It is alleged that the patient received a celect platinum inferior vena cava (ivc) filter on (B)(6) 2014, and the patient was injured without further explanation. Hospital and medical records have been requested, but not yet provided.